Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/17/2018 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetual rebooting. The receiver case was opened, the ui pcba board was detached from the receiver and the receiver log was downloaded. A functional test and receiver download could not be performed due to perpetual rebooting. Confirmation of the allegation could not be determined. The probable cause could not be determined.